Event description:
Home patient (hp) called the technical service center to report a check lines and bags alarm during fill 5/5. Hp accidentally left clamps closed on supply bag. Fill volume is 2854 ml; hp took full bag and connected it to the heater line. The technical service rep reviewed proper procedure if this should happen again and assisted hp to end therapy. Hp will complete therapy with manual supplies. No pt injury or medical intervention was reported at the time of this incident.